Event description:
It was reported that the patient experienced perforation and pneumothorax due to placement of the right atrial (ra) lead. This resulted in an extension of a stay in the intensive care unit. The right atrial (ra) lead had no capture at maximum output and appeared to be in a different location from original implant when viewed under fluoroscopy. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).